Event description:
It was reported that during a dialysis fistula declot treatment procedure, a balloon rupture and detachment occurred. Vascular access was obtained with a 6f non bsc introducer sheath. The 80% stenosed target lesion was located in the non calcified and non tortuous left forearm graft. A fistulogram was performed. A -6/5.8t/75 ultra-thin balloon catheter was advanced to the target lesion, 3 inflations were performed, for no longer than 4 seconds each using a 10cc syringe filled with 50/50 isovue contrast. During the third inflation the balloon ruptured inside the graft. The ultra-thin balloon catheter was removed and it was noted that the balloon had detached and remained inside the graft. Attempts were made to remove the balloon with a non-bsc snare, a 6/4 ultra-thin diamond balloon catheter and a non-bsc balloon catheter, with no success. Additional attempts to extract the balloon were also made with two non-bsc devices that were unsuccessful. A second access was made with a 7f sheath, extraction was attempted through the device but was unsuccessful. The case was concluded. Both catheters were removed and the entry site at another facility was sutured and closed. The patient status was stable. The patient was scheduled for surgery the following day at another facility.

Event description:
It was reported that during a dialysis fistula declot treatment procedure, a balloon rupture and detachment occurred. Vascular access was obtained with a 6f non bsc introducer sheath. The 80% stenosed target lesion was located in the non calcified and non tortuous left forearm graft. A fistulogram was performed. A -6/5.8t/75 ultra-thin balloon catheter was advanced to the target lesion, 3 inflations were performed, for no longer than 4 seconds each using a 10cc syringe filled with 50/50 isovue contrast. During the third inflation, the balloon ruptured inside the graft. The ultra-thin balloon catheter was removed and it was noted that the balloon had detached and remained inside the graft. Attempts were made to remove the balloon with a non-bsc snare, a 6/4 ultra-thin diamond balloon catheter and a non-bsc balloon catheter, with no success. Additional attempts to extract the balloon were also made with two non-bsc devices that were unsuccessful. A second access was made with a 7f sheath, extraction was attempted through the device but was unsuccessful. The case was concluded. Both catheters were removed and the entry site at another facility was sutured and closed. The patient status was stable. The patient was scheduled for surgery the following day at another facility.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two pieces. A visual examination of the device found that the balloon was detached from the device at the proximal bond. Only a small portion of balloon material remained attached to the proximal bond. A portion of the balloon approximately 45mm in length was returned and contained blood. A portion of the returned balloon was folded into itself. The balloon could not be tested for leaks due to the damage. The distal tip remained attached to device. The distal markerband moved distally to the distal tip. The shaft was damaged for a length of 10mm from the distal tip. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).